Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event manifested by abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the onset and still hospitalized at present. No treatment was reported. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.